Manufacturer narrative:
The following fields were updated due to additional information: d2a. Medical device type: jka. D.2a. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd had not received any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: retraction issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the retraction button was activated post blood collection, however, the needle had not fully retracted, resulting in a needlestick injury upon disposal. No medical intervention or post exposure testing was reported as a result of this injury.

Manufacturer narrative:
D4. Medical device expiration date: dd-mmm-yyyy. H4. Device manufacture date: dd-mmm-yyyy. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the retraction button was activated post blood collection, however, the needle had not fully retracted, resulting in a needlestick injury upon disposal. No medical intervention or post exposure testing was reported as a result of this injury.